Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: zimmer stem cat#00786201320, lot#61416262. Zimmer head cat#00801803202, lot#61488345. Zimmer shell: cat#00620005622, lot#61381068. Zimmer bone screw cat00625006525, lot#61458824. Zimmer liner cat#00630505632, lot#61386096. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient underwent a revision approximately 7 years later due to adverse tissue reaction due to corrosion. The head and liner were removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05454.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision due to adverse tissue reaction due to corrosion. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.